Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the pump keypad buttons were intermittently unresponsive and that the keypad cover was peeling. The user allegedly had tape over the keypad cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the complaint of a keypad response issue could not be duplicated on investigation. The keypad was found to be torn. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under all key contacts.